Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an embolic stroke within 24 hours of the procedure. An enroute transcarotid neuroprotection system was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The patient presented as asymptomatic. The procedure was performed without issue, and the patient awoke neurologically intact. On the morning on (B)(6) 2025, approximately 9 hours after the procedure, the patient presented with aphasia and right arm weakness. At 6:00 pm that same day, a code stroke was called. A cta of the head and neck was performed, and the following morning, an MRI was performed, which identified stroke etiology as embolic. Less than 24 hours following the procedure, the patient symptoms were reported to have resolved by 90%.

Event description:
It was reported that the patient experienced an embolic stroke within 24 hours of the procedure. An enroute transcarotid neuroprotection system was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The patient presented as asymptomatic. The procedure was performed without issue, and the patient awoke neurologically intact. On the morning of (B)(6) 2025, approximately 9 hours after the procedure, the patient presented with aphasia and right arm weakness. At 6:00 pm that same day, a code stroke was called. A cta of the head and neck was performed, and the following morning, an MRI was performed, which identified stroke etiology as embolic. Less than 24 hours following the procedure, the patient symptoms were reported to have resolved by 90%. It was further reported that on (B)(6) 2025, the patient symptoms had returned to baseline.